Event description:
Facility staff report that the patient was in the sling and in the transfer process from his bed to his reclining chair. One of the straps came out of the sling bar and the patient slipped out of the sling and hit his head. The patient did not receive medical attention after the incident. The caregiver involved reported that the patient said he felt okay. Approximately 10 hours later the caregiver started to see symptoms. The patient passed away the following evening (B)(6), 2011. A liko sling was being used, on a golvo lift. The lift has been taken out of service.

Manufacturer narrative:
A hill-rom technician investigated the incident and found out that the sling did not appear to be correctly attached to the lift. He was told that two staff members were transferring the patient from his bed to his (B)(6) chair located in the living room area of his apartment. When they moved him from the bed to the chair area, they had to transition from carpet to solid floor in the living area. The covering between the two floors created a bump that had to be crossed. When they crossed the bump, the patient and sling began to swivel. When one of the staff grabbed the sling to straighten the patient out, the back part of the strap came out of the sling bar allowing the fall to occur. While the staff member reported that the sling was attached properly for the patient transfer, the patient's son does not believe so. The son of the patient and daughter in-law were present in the room during the fall. The son observed that the straps on the slings were not positioned properly between the patient's legs because he was able to see a significant area of his groin area during the transfer. He also stated that when his father was being transferred from his bed in the bedroom area to the (B)(6) in the living room area, his back was against the upright arm of the lift. When the staff pushed the lift from the carpeted bedroom area to the solid floor of the living room area, this caused the sling and his father to swivel on the bar. That was when he observed that the staff pushed on the sling to straighten out his father, causing the back loop to come of the sling bar and the fall to occur.